Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation. Visual inspection revealed a leak in the lumen approximately 1.5 cm from the hub. Under magnification the hole appears to be a cut and not a tear. The lumen appears to have been scored with a sharp instrument such as a scalpel or scissors just below the actual cut. The device contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation showed the device was manufactured according to specification with no non-conformances or abnormalities. A root cause cannot be determined. We are not able to determine the circumstances that may have led to this event. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Line placed by PICC team to left basilic vein. Both lumens ruptured at 1cm mark (which was at the skin exit site). The PICC team received a call from the ICU nurse reporting wetness at site. Two PICC nurses then went to bedside, removed dressing, and while flushing line, observed leaking. After a conversation with the physician, line was removed. Per the bedside nurse, there had been no problems with the line, both lumens were infusing continuously, and she had completed a cap change on both lumens earlier in the day, both with positive blood return and flushing easily. The nurse was drawing labs this afternoon when she observed "leaking" from the site. Upon further investigation, I observed both lumens leaking at the first black line (1cm mark).